Event description:
The hcp reported via registry that a pt was experiencing increased spasticity. The implant duration of the pump was 67 mos. The pt underwent pump and catheter replacement. The pump was returned to the MFR for analysis. The drug used in the pump is baclofen 1000mcg/ml. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.